Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26537. Follow up information identified the lead site was healing though not completely healed. The patient underwent surgical intervention on (B)(6) 2015 to explant the entire scs system due to the wound healing issue.

Manufacturer narrative:
(B)(4). The returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26537. It was reported the patient's incisions were not healing properly. The patient underwent surgical intervention to clean out the pocket and incision sites and remove scar tissue. Cultures were taken. There was no oozing or pus at the incision sites and no signs of infection were noted. Follow up information identified the ipg incision site looks good, however the lead incision site is open and clear yellow drainage is present. Cultures are negative and further follow up with the physician is pending.